Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the barcode scanner was malfunctioning. It kept flashing a red light and making repetitive beeping sounds as if trying to scan without a barcode, which caused login issues at the station. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner keeps flashing red light and making beeping sound. A field service engineer verified that the scanner was fully seated but no light was emitting. Removed the old cable and installed a new one; the scanner started to beep and connect. Logged into diagnostics to perform the acceptance test. The system functioned as intended after the field service engineer repaired the device.